Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and no anomalies were found. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported infection.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented a bacterial infection. Consequently, a surgical intervention was performed and the entire system, including this lead, was explanted. The patient received antibiotics and no additional adverse patient effects were reported. The product was received for analysis.